Event description:
New information received notes that the bluetooth telemetry loss issue was resolved by re-pairing the mobile application. No patient consequences was reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.